Event description:
Around three months after surgery, the patient reported experiencing pain while swallowing. A radiograph was performed, which showed that the blocker on the spacer had become unlocked and was backing out. Revision surgery was performed.

Manufacturer narrative:
The implant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Correction: d1: identiti cervical standalone interbody system. H3: yes. H6: investigation findings: 3251. Investigation conclusions: 4315. Device evaluation: visual inspection of the spacer found the blocker no longer attached and missing. Tissue is present within the cannula where the blocker typically sits, but remnants of the blocker remain beneath it, indicating it sheared at the interface with the cross pin. There is cosmetic damage to the faceplate which likely occurred during the removal process. The shear pattern observed near the cross pin indicates that the blocker may have been structurally comprised under in-situ dynamic loading. However, without the blocker available for evaluation, a definitive root cause cannot be determined.